Event description:
It was reported to medtronic minimed that the customer experienced diminished battery life of the insulin pump from the first day of use, cartridge that was sometimes loose, and buttons that were hard to press down. The customer reported no adverse event. The event involved product mmt-1884l. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884l.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed self-test. Sleep current measurement and active current measurement within specifications. History was download successfully using thus software. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Detailed trace analysis did confirm battery charge alarm was triggered on (B)(6) 2023 12:40:06:000 pm due to moisture damage on electronics assembly. Battery cycle 2.0 received the low battery alert (104) on (B)(6) 2025 16:40:00 after more than 7 days at 19.84 days. No damage in the keypad assembly noted. J1 connector on pcba 1 was inspected and properly connected. Unit was cut open to perform visual inspection and found no moisture damage noted on force sensor, 40 pin flexible printed circuit/lcd, electronics stack pcba1, pcba2, motor and battery tube. Unit received with cracked battery tube threads, cracked keypad overlay at select button, fading serial number label and cracked case near belt clip rails. The unit p-cap / test reservoir locks in place properly. Unit was not confirmed for charge battery alarm and unresponsive keypad anomalies noted. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.